Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) was confirmed. As received the monitor would not power on. Upon evaluation, the c1 capacitor shorted which shorted the 12v line. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was unable to undergo incoming functional testing.